Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. The customer reported that the motor error alarm occurred frequently on the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Unable to prime unit during prime/a33 test due to faulty force sensor resistor gold. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement tests. The insulin pump has with cracked reservoir tube lip and battery tube threads and with minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).